Event description:
Caller reported intermittent occlusion alarm. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.